Event description:
Dexcom g6 sensor inaccuracy: at 8:58am g6 reading 175, finger stick reading is 130. G6 sensor activated on (B)(6) 2024; inserted (B)(6) 2024.

Event description:
Additional information received from reporter on 09-may-2024, for mw5154757. Dexcom g6 sensor inaccuracy: at 7:55am, g6 reading 114, finger stick reading is 91. That is a mard (mean absolute relative difference) of 25.3%, which is outside of the allowed 20% range.

Event description:
Additional information received from reporter on 10-may-2024, for mw5154757. Dexcom g6 sensor inaccuracy: at 2:39pm, g6 reading 99, finger stick reading is 81. That is a mard of 22.2%, which is outside of the allowed 20% range over 80 mg/dl.

Event description:
Additional information received from reporter on 16-may-2024, for mw5154757. Dexcom g6 sensor inaccuracy: at 10:35am, g6 reading 105, finger stick reading is 162.

Event description:
Additional information received from reporter on 17-may-2024, for mw5154757. Dexcom g6 sensor error > 3 (greater than three) hours. Brand new sensor, not dealing with this. Replaced this sensor. New sensor lot #: 5339469 - inserted on (B)(6) 2024.